Event description:
Bed in proper working order. Bed checked by distributor after incident with no problem found. It is alleged the hospital was using an arizant bair hugger temperature mgmt sys, (B)(6) 2010, pt died. On (B)(6) 2010, the bair hugger power control unit was stuck under the foot of the bed. A nurse pulled the controls unit out from under the bed. Bed fell on nurse's arm breaking her arm. We believe the bed fell 1-1/2" to 2-1/2" inches. Distributor checked bed after incident; there was no malfunction of bed. Distributor has attempted to get further info. Hospital has declined further comment per risk mgmt.

Manufacturer narrative:
Device inspected by distributor and found to be working properly. Hospital has declined to answer questions. We do not know why the nurse did not use bed controls to raise bed off arizant unit. Unusual event. We have notified the control unit MFR, arizant. Two possible units involved. One is 12" high and one is 13" high. Foot of bed lowers to 10-1/2" from floor. We believe a drop of 1-1/2" to 2-1/2" is possible if arizant unit is pulled out from under bed.